Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with cough and xray from (B)(6) 2021 show new consolidation in right lower lobe (of lung) suggest pulmonary nodular amyloidosis (pna). Leukocytosis white blood count (wbc) increased to 13. The patient was started on zosyn. Respiratory cultures from (B)(6) 2021 positive for 2+ gram positive cocci in pairs and chains. The patient was seen by the wound healing team on (B)(6) 2021 for pressure injury. The patient had a midline deep tissue injury. On (B)(6) 2021, wound cultures from driveline resulted positive for candida and escherichia coli with persistent leukocytosis. Patient started on ceftriaxone 1g and micafungin 100mg. Start date reported as (B)(6) 2021 and resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas). A direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented with cough and chest x-ray revealed pulmonary edema and new consolidation in right lower lobe of lung suggest pulmonary nodular amyloidosis (pna). The patient was treated with inhaled nitric oxide and started on zosyn. Respiratory cultures from (B)(6) 2021 were positive for 2+ gram positive cocci in pairs and chains. The patient was seen by the wound healing team on (B)(6) 2021 for pressure injury and the patient had a midline deep tissue injury. On (B)(6) 2021, wound cultures from driveline resulted positive for candida and escherichia coli with persistent leukocytosis. The patient was started on ceftriaxone 1g and micafungin 100mg. According to the account, the event resolved on (B)(6) 2021. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jun2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.